Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx4873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "breakage of piccline upon removal. Difficult removal up to 33 cm, then extremely difficult. The traction led to the breakage of the piccline. A part remained in the arm (11 cm). Consequence: surgical removal of the segment remaining in the vascular access unit after radiography."